Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD) (B)(6) 2011; (B)(4).

Event description:
It was reported that the patient had low r waves. The pace/sense portion of the right ventricular (rv) lead was capped, and a new p ace/sense lead was implanted. The rv lead remains in use for the high voltage portion. No patient complications have been reported as a result of this event.